Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2023. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During the device evaluation, a brown burnt foreign material was found at the light guide lens. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the burnt brown foreign material found at the lg lens could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an image malfunction, distorted images. The customer problem was found at the end of an unspecified endoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The customer's reported issue could not be confirmed. However, foreign material was found at the lg lens finding. Additional evaluation findings are as follows: air and water cylinder had no color, suction cylinder had no color, plug unit is damaged, circuit board unit in suction connector had discoloration due to water leakage, due to wear of angle wire, bending angle in down direction does not meet the standard value, adhesive on bending section cover had a crack, and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.